Event description:
It was reported that the insulin pump alarmed during the manual prime. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. No alarms were noted during testing. The pump was received with a cracked case at the display window corners and battery tube threads.